Event description:
On event date at 4:30 am-pt presented to emergency room (ER) 1 week post uvulo-palato pharyngo-plasty/somnoplasty base of tongue treatment with trouble breathing. ER physicians thought that the pt was having airway obstruction and were unable to intubate, then pt had an "arrest" (unclear whether this was cardiac or respiratory). CPR was performed. The treating physician was called in and placed an oral airway first, followed by an emergency tracheotomy. He saw no abnormal edema in the fascial tissue planes and no ecchymosis in the neck while performing the tracheotomy. He did note that the tongue was swollen and protruding. The submandibular area was noticeably more swollen. Three days after event date, pt remains on life support systems with no measurable brainwave function on eeg. It is not clear to the treating physician what the initiating factor was for the above events. He feels that it is "too soon to tell" as to whether this is directly related to the somnoplasty base of tongue procedure.